Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). On 2017-apr-22 arjohuntleigh was initially notified about incident with regards to concerto/ basic shower trolley model bab1102-01. The event took place in the hospital authority in hong kong. It was reported by the facility that when a patient (25 years old male, weighing >50kg) was turned left laterally and napkin was applying, a patient slipped out of the bathing trolley. The patient was supported by a caregiver who prevented from the patient fall on the floor. It was noted that left side-rail of the bathing trolley was opened. Despite the patient did not suffer any injury, the staff member was exposed to strain the muscle and suffered a pain over right upper arm and back. Unfortunately as the results of the x-ray were not released to us due to private ordinance further details about possible medical heath consequences remains unknown. It needs to be emphasize that concerto/basic shower trolley is intended for bathing and showering hospital or care facility residents under the supervision of trained skilled nursing staff. The device is equipped with two side supports located on each side. In order to release it from up position the two catches need to be pressed at the same time. When raising the side support, the two catches shall snapped into place. During bed's inspection arjohuntleigh representative revealed that the side rails were found in perfect working condition. Although the device castors were dirty and covered with rust, this is not considered to be related to the reported incident. No dents of scratches on the trolley were found, also mattress was in a good condition. The instruction for use (e.g. IFU no. 04.ba.05/11gb dated on february 2015) identifies the caregiver's obligation to check both safety catches using safety warnings: "when raising the side support, make sure the two catches snap into place." (IFU, p. 14) "warning: to avoid the patient from falling out of the device, make sure that all catches are in a locked position." (IFU, p. 17) moreover, functionality test (including catches on the side supports) should be performed by the caregiver every week. (IFU, p. 39) from the complaint description it seems that side rail was not in locked position when a caregiver decided to turn the patient to one side to apply napkin, which in consequences resulted in slip out. As no technical deficiency was found with the device, arjohuntleigh assumption is that the facility staff was not aware about the need to raise the side rails before turning the resident. In summary, the complaint was decided to be reportable as the patient slipped out of the bathing trolley. The device was being used for patient care at the time of the incident. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to determine that the user not following safety instructions and recommendations provided in product instruction for use was the cause of the event occurrence. At the time the event occurred the device was not working up to its specification.

Event description:
On (B)(6) 2017, arjohuntleigh was initially notified about incident with regards to concerto + basic shower trolley model bab1102-01. The reported malfunction took place in the hospital authority in hong kong. In received complaint it was reported that the patient (B)(6) male ((B)(6)) suddenly slipped out of the bathing trolley while applying napkin. A the time the incident occurred the patient was turned sideway to the left. Staff member was holding the patient on the left side at the moment, afterwards he held the patient tightly and slowly kneeled down on the floor what prevented from patient's fall on the floor. As a result the patient did not suffer any injury, however, the staff member felt pain over right upper arm and back what would indicate muscle strain, unfortunately the results of the x-ray were not released to us due to private ordinance.